Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had system error. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of a system error was confirmed during log review with multiple entries of error code 121.2070.2 (comm no response failure) and 133.6090.0 (main speaker failure) recorded on 14may2025 and 16may2025. However, the error could not be reproduced during laboratory testing. The external and internal inspection process was performed on the suspect pcu; no issues were observed during inspection that would attribute to the reported event. All parts inspected were manufactured by bd. Thorough laboratory testing confirmed that the pcu performed with no errors or malfunctions. The returned pcu (s/n: (B)(6)) was powered on in its as received condition and showed no system errors during testing; it successfully completed a 6-hour infusion at 250ml/hr with two verified pump modules from the dchu lab, matching the last logged settings. Preventive maintenance was conducted using alaris maintenance software v12.5.0, with all tasks passing, and a battery conditioning test confirmed improved capacity and proper functionality of both the charging circuit and battery. The event was reported on 09jun2025 with no patient involvement and no specific time. No activity or infusions were recorded on that date. The last infusion occurred on (B)(6) 2025 at 11:13 am, and the pcu was last powered on (B)(6) 2025 at 12:51 pm, when a system malfunction occurred. The error log showed multiple malfunction entries starting with code 121.2070.2 (comm no response failure) on 14may2025 at 12:38:07 pm. Errors alternated mostly between 121.2070.2 and 133.6090.0 (main speaker failure), with six entries on 14may2025 (12:38 pm to 12:54 pm) and six more on 16may2025 (11:17 am to 12:51 pm). According to the system error tip sheet, a system error message indicates that the bd alaris pc unit (pcu) has detected a hardware or software malfunction during its self-checking process. Do not power down the affected pcu until a replacement unit is available. Obtain a new pcu, tag the malfunctioning unit, describe the error, and return it to your facilitys clinical engineering or biomedical department for evaluation and repair. There was no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pcu s/n: (B)(6) (w/o: (B)(4)) the device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had system error. There was no patient involvement.